Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following stent implantation, a 4.50mm x 8mm nc emerge balloon catheter was advanced for post-dilatation. The device was inflated twice at 17 atmospheres for 18 seconds. However, during third inflation at 17 atmospheres for 18 seconds, the balloon ruptured. The device was removed and there were no balloon pieces left inside patient. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. The patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast present in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The device inflated and deflated with no issue. There was no damage or irregularities found to the device. Product analysis could not confirm reported event as the device inflated to rated burst pressure and deflated with no issue.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following stent implantation, a 4.50mm x 8mm nc emerge balloon catheter was advanced for post-dilatation. The device was inflated twice at 17 atmospheres for 18 seconds. However, during third inflation at 17 atmospheres for 18 seconds, the balloon ruptured. The device was removed and there were no balloon pieces left inside patient. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. The patient status was stable.